Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, multiple episodes of atrial lead noise were observed. The noise could be reproduced with isometric testing. Programming change was made. The patient was stable and being monitored.